Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. As a result, the patient underwent surgical intervention during which the device was explanted and replaced. Effective therapy was restored post operatively .

Manufacturer narrative:
The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol.